Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.